Manufacturer narrative:
This incident is being re-evaluated due to newly implemented procedures. As there was a failure of the monitron display, connected to the vdr ventilator, this event is deemed reportable. The system was returned for evaluation and the blank white screen could not be replicated. Out of precausion, the power cable was replaced, and electrical components were cleaned. The system was deemed fully functioning. No patient harm was reported. If any additional information is received on this incident, a follow up MDR will be reported.

Event description:
Per customer complaint, while the monitron display was in use with a vdr ventilator, the screen turned white. The end user attempted to turn the device off and back on to resent, but there was no change. The monitron and vdr were replaced with a functioning display and ventilator. No patient harm was reported.